Event description:
On august 25th, a seaspine representative called seaspine, concerning a zuma case. The representative was informed of a case with broken screws.

Manufacturer narrative:
Waiting for add'l feedback from clinician.